Event description:
The customer reported that during a transurethral prostate resection, the pt's bladder was perforated. A laparotomy was performed. Additional questions have been asked about the incident and pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.